Event description:
A (B)(6) customer contacted customer service about his contour meter. He alleged that he tested his blood glucose around noon and received what he thought was a high reading of 38.0 mmol/l. He ate lunch and took 4-6 units of insulin. A couple of hours later, the customer passed out while riding his bike. Paramedics were called and the customer was treated with i.v. Glucose. The customer was taken to the hospital. By the time the customer arrived at the hospital, his blood glucose level was 1.8 mmol/l and he was feeling well, so he was not admitted. It was discovered the customer's contour meter was actually reading in mg/dl. It had not been configured correctly before being packaged. The meter was returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
The meter was set in mg/dl.